Event description:
It was reported there was difficulty with blood pressure readings on dpt with an arterial line during use with two patients. Blood pressure taken from manual pressure does not match the values from the dpt. Nurses attempted to rezero the line, reflush, and exchanged the transducer and cord, but issue was not resolved. Due to failure to get blood pressures with device, nurses relied on getting pressure values manually. No allegations of patient injury reported.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Further evaluation regarding quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.